Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained particulate matter inside the balloon. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured december 18, 2014 ¿ december 19, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.